Manufacturer narrative:
Sample material was submitted for further investigation, and the customer's results were confirmed. The samples were sent with insufficient cooling material and had thawed enroute. This could have had an influence on the results. The investigation was unable to determine a specific root cause. The calibration and qc data were acceptable. The elecsys anti-hcv ii performed within specifications.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys anti-hcv ii results from the cobas e 801 analytical unit. A patient sample was initially tested using abbott methodology and was reported as positive (4.37). The patient had no history of hcv, so she requested a retest of her sample. For confirmation, the same sample was tested on the e801 platform. The result was 0.0686 coi and was reported as negative. The sample was then retested on immune blot (mp kit), which returned a positive result.